Manufacturer narrative:
(B)(4). This report was not confirmed. There was no allegation reported against the baxter product by the customer in this complaint; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information gathered during baxter?s investigation, the root cause of this report was due to user error. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding ending therapy too soon on the homechoice (hc) during drain 4 of 4. The cg stated the home patient (hp) thought the therapy had ended and disconnected in the middle of the night. The drain volume (dv) was equal to 1ml. The cg wanted to know if she could reconnect and finish out the therapy. The tsr advised the cg that it would not be a good idea to reconnect. The cg stated the hp had a last fill and could leave it until the next therapy. The tsr assisted the cg to check the hp's therapy. The total volume (tv) was equal to 10l, the total time (tt) was equal to 8:30, the fill volume (fv) was equal to 2200ml, the tidal volume was equal to 95%, the total ultra filtration (tuf) was equal to 0, and the last fill (lf) was equal to 800ml. The tsr advised the cg that the hp was carrying more than the last fill. The tsr further assisted the cg to end therapy on the hc and advised the cg to contact the registered nurse (rn). On (B)(6) 2011, product surveillance contacted the registered nurse (rn) who stated the hp contacted the clinic and the issue was resolved. The rn stated the hp has been performing therapy successfully. There was no report of injury or medical intervention. There were no further details provided.